Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to cross a lesion in the circumflex artery with a taxus express2 3.0x32mm drug eluting stent, but encountered difficulty advancing. The device was removed, and the stent was found to be damaged. A strut was flared. The lesion was then predilated and the procedure was completed with two liberte' stents. No patient complications occurred. Patient status is satisfactory.